Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
(B)(4). The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not set on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal was not set on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. (B)(4). During preparation, the seal was not set on properly. Another product was used to complete the procedure. No patient injury was reported. Investigation is not required. The defective product was discarded in the hospital. Credit note has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not set on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal was not set on properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. During preparation, the seal was not set on properly. Another product was used to complete the procedure. No patient injury was reported. Investigation is not required. The defective product was discarded in the hospital. Credit note has been requested.